Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the on/off, setup, ok, run/stop, #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and ( . ) keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a pump keypad is inoperable. It was also reported that there was no pt injury.